Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that an rx needle knife xl was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the needle knife was advanced to make a cut of the ampulla. After cutting was performed, the needle knife was retracted, and the needle knife broke away from the device. No further information has been obtained despite good faith efforts. There were no reported patient complications as a result of this event.